Event description:
Surgery to remove the plaque. During this surgery they saw that the screw had been joined to the plate by means of a "cold weld" and it was very complete to remove the screw. Delay greater than 30 minutes.